Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was 35 mg/dl at the time of the incident. The customer¿s mother reported that she had severe low blood glucose. The customer¿s mother reported that she gave her daughter a correction of 0.5 u when the bolus wizard recommended 0.35u. The pump went into suspend and she went from 186mg/dl to 35mg/dl. The customer was treated with juice. The customer¿s mother reported that prior to 186mg/dl of blood glucose the customer was off the pump for a few hours due to swimming. The customer¿s mother reported that the infusion set fell off during swimming. The customer¿s mother declined to troubleshooting for tape not sticking and low blood glucose. The insulin pump will not be returned for analysis.